Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the no lights on pmc or drawer board. A field service engineer, replaced pyxibus module controller to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawers were not detected on bus. Customer stated that the issue did not cause patient care delay since as customer moved potentially needed meds to available pockets in other available drawers in the device. There were no adverse events or injuries reported based on this incident.